Event description:
The customer reported the system displayed a stator not on error code message. This error will result in a no boot situation. No report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The high voltage cable was replaced. The system was then found to be operating as intended.